Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) was missing pixels. Lcd found out of electrical specification. Analysis also found the serial number label was damaged. (B)(4).

Event description:
It was reported the bottom lcd (liquid crystal display) partially works. The lower display is missing letters and it appears the screen is going bad. The device was returned for repair. There was no patient involvement indicated.